Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down, and all orders were not crossing all stations. A technical support specialist reported that a power outage occurred at the server facility and was restored a bit later. The server was rebooted, systems were checked and validated, and access to the server was confirmed. Orders were working normally afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was down, and all orders were not crossing to all stations. The customer stated that this malfunction caused during dispensing workflow. There were no adverse events or injuries reported based on this event.